Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a cassette was leaking during a vitrectomy. The issue was noticed because water was found on the floor. The leak was in the front of the cassette by the infusion connector. The cassette was replaced and the procedure could be completed without any patient harm. Additional information was requested but not provided to date.

Manufacturer narrative:
A product sample was not received from evaluation. The customer did not retain the finished goods lot number; a device history record and lot history review could not be reviewed, visual inspection and functional testing could not be conducted. A photo was provided by the customer, however, it only showed the cassette inside a clear plastic bag. The reported issue was not shown. The root cause of the customer's complaint could not be established as a sample was not received. Without a sample, it is not possible to isolate the root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number; the device history record and lot history could not be reviewed. The returned sample was visually inspected an no obvious defects were observed. A black pen mark was observed on the drain port of the cover. The customer stated they observed leaking near this black mark. A console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed to the drain bag without any interfering; 400ml of water was introduced to the drain bag, no leakage was detected from the drain port, the drain path, the connectors, the pump elastomer or on the pump area of the fluidics module. Furthermore, there was no fluid leakage observed on or near the black pen mark. A full internal cassette pressure test was performed utilizing an external pressure source and no leakage was detected within the cassette. The cassette was then submerged into water, pressurized with air to detect for any small external leaks; no leakage was detected. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. (B)(4).